Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece. The piece measured approximately 312.2 cm from the top of the connector and includes the entire distal tip. The exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that the fiber was broken within the connector. It was likely that due to the fractured within the connector that the fiber would not fire, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation on november 21, 2019 that a flexiva 200 tractip laser fiber was used in an urs procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a deka laser console with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure, the aiming beam was noted not visible as it used to be. The laser fiber was advanced into the scope and upon pressing down the foot pedal there was no energy coming out. A second of the same device was used and the same issue occurred. The procedure was completed with a different type of device. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition after the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.